Event description:
The patient presented with a subarachnoid hemorrhage due to a ruptured large posterior communicating artery aneurysm, located in the distal part of the vessel. Six coils had been deployed without issue but the seventh coil (subject device) would not deploy into the aneurysm. "This coil was probably a bit too long and kept backing the microcatheter out of the aneurysm." The physician made multiple attempts to place the device by torquing it but was unsuccessful and decided to remove the device. With 12cm of the device withdrawn for the aneurysm, the remainder became "jammed up in the aneurysm." The physician applied pressure to withdraw the coil and it prematurely detached. The physician was concerned that removing the microcatheter would leave 12cm of the device in the left internal carotid artery (ica). An attempt was made to place a cardiac stent in the ica to pin the device to the vessel wall but it could not be advanced to the area due to the highly tortuous anatomy. As a neurovascular stent was being deployed in the ica, the device migrated out of the microcatheter and "took up its shape in the ica". The device did not migrate any further. It was not reported if any attempts were made to retrieve the coil or if it impaired the flow in the ica. The patient was being kept unconscious on clopidogrel and heparin, no further information has been provided as to the patient's current status.

Manufacturer narrative:
Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently there are no further details to report.